Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). A 2.75x24mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. Additional dilations were performed. A 2.75x24mm promus premier¿ stent and another promus premier¿ stent were successfully implanted in the lad and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device's tip. The stent struts at the distal end of the stent were raised off the balloon material and bent distally towards the tip section of the device. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). A 2.75x24mm promus premier stent was advanced but was not able to cross the lesion. The device was removed from the patient and it was noted that the stent was damaged. Additional dilations were performed. A 2.75x24mm promus premier stent and another promus premier stent were successfully implanted in the lad and the procedure was completed. No patient complications were reported and the patient's status was fine.